Manufacturer narrative:
This supplemental report is being submitted to provide additional information. There was no information that the device was returned to any of the olympus locations. However, based on the reported event, olympus medical systems corp. (Omsc) assumed that the rear panel connector on the device was broken or damaged. There was nothing wrong with the device log. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc assumed that the reported event was caused by the accidental failure of printed circuit board due to factors such as static electricity. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device will been returned to any of the olympus locations. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. This report will be supplemented as additional information becomes available.

Event description:
An olympus engineer reported that no endoscopic image was output from the hdsdi2 terminal of the device during the installation at the user facility. The device was brand-new. There was no report of patient injury associated with this event.